Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this product was hospitalized following a syncopal event. Interrogation revealed right ventricular (rv) lead impedance measurement greater than 3,000 ohms and no sensing. Surgical intervention confirmed a connection issue. This was resolved and the system remains in service.